Manufacturer narrative:
(B)(4). Film evaluation results are: a review of 2 still CT¿s images (transverse <(>&<)> axial slice) post-implant revealed that contrast was seen outside the stent graft near the level of the flow divider; along the postero-left wall of the aaa. Unable to determine if the endoleak was originating from near the origin of the bifurcate ipsi limb or the contra limb. A single still angio image revealed that an endurant bifurcate was implanted in the patient with the ipsi limb on the right side extending into the right iliac. The contra limb was implanted proximally at the level of the flow divider with appropriate overlap, and extended distally into the left iliac. The image provided did not show the distal iliac limbs. Several coils were seen having been implanted near the level of the contra gate and the right internal iliac artery, and an endurant aortic cuff had been implanted above the level of the bifurcate. A second contra gate from the reported modified 2nd bifurcate device was seen implanted within the right ipsi limb ~2cm superior to the contra gate from the initially implanted bifurcate. No clear endoleak was observed, no obvious stent graft kinks or compression was seen, and both limbs were patent. No other stent graft issues were observed. The exact source and cause of the reported type iii fabric endoleak could not be determined from the limited films provided. The films pre-implant and earlier post-implant films were not available for review, and the complete films from the most recent follow-up which identified the type iii fabric endoleak were also not available for review. The endoleak appeared to originate from one of the limbs near the origin of the flow divider; however, analysis of the returned films did not reveal any characteristics that could explain the observed endoleak.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that patient returned for follow-up and the CT revealed a type iii fabric endoleak at the level of the flow divider. The physician performed an angiogram and decided to use an endurant 28x16x124 bifurcate stent graft. Previously the patient had an endurant bifurcated stent graft and an endurant aortic cuff and the physician did not want three layers of suprarenal struts covering the renal arteries; therefore the physician decided to modify the endurant 28x16x124 bifurcate stent graft by cutting off the supra renal fixation prior to inserting the graft. The modified endurant stent graft was implanted and pulled down with the contralateral gate was in the right limb of existing stent graft. The post angiogram showed that the type iii fabric endoleak was resolved. The physician does not know the cause of the event. No additional clinical sequelae were reported and the patient is fine.